Event description:
It was reported that the pump battery depleted too fast, causing the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.